Event description:
It was reported that the intraocular lens (iol) was broken inside the cartridge. The surgeon removed the implant out of the eye by cutting it out. Through follow-up it was confirmed that the lens was cut into two pieces and replaced with the same lens model. No further information was provided.

Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Explant date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: 1st july 2022. Section h3: device evaluated by manufacturer? Yes. Device evaluation: the complaint lens was received loose inside of an open sterilization pouch. Visual inspection under magnification revealed that the lens was received cut in half (one half missing). One haptic was observed to be detached and no further issues could be identified with the lens. Based on the return condition of the lens, no further product evaluation was possible. The complaint issue of lens damaged was not identified during the product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.